Event description:
Nellcor puritan bennett received a call from rep of facility on 11/23/99. Facility called to report the following problem: pt alleges when giving a nebulizer treatment, vent would show a high pressure led, but no audible alarm was heard.